Event description:
It was reported that during a device change, attempts were made to reposition the right ventricular lead after which there was high impedance of 1500-3500 ohms. The lead was explanted and replaced with a passive fixation lead. No patient complications were reported as a result of this event.